Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked towards the top of the cartridge. The customer's blood glucose level varied from 280 mg/dl to 300 mg/dl and it was addressed with a manual injection. The customer loaded a new cartridge successfully.